Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7054884, medical device expiration date: 02/28/2022, device manufacture date: 02/23/2017. Medical device lot #: 7121638, medical device expiration date: 04/30/2022, device manufacture date: 05/01/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe there was incorrect scale markings as the customer states ¿on the syringe only half of the scale is printed.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
One loose 1ml ll assembled syringe was received by (B)(4) and reported to be from either batch #7054884 or 7121638 (p/n 309648). The sample was visually evaluated. The syringe was found to have missing print. The entire syringe is missing more than 50% of the printed scale. The amount of missing print observed is rejectable per canaan internal print standards. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7054884 (p/n 309648): manufacturing dates: 03/02/2017 to 03/03/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7054884 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7121638 (p/n 309648): manufacturing dates: 05/18/2017 to 05/19/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121638 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.